Event description:
The customer reported that they smelled an electrical odor. When they were contacted for f/u they indicated that the transformer had fallen apart, exposing the underlying electronics.

Manufacturer narrative:
A replacement power supply was sent to the customer. In f/u with the customer, the customer indicated that their transformer had fallen apart and the underlying electronics were exposed. A product eval revealed that the transformer housing was broken, exposing inner electronics, which is safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Eval summary: a visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 14 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 53.83 ohms, which is normal and indicates that the thermal fuse did not blow.